Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. During follow-up, the customer was able to reset the pump independently, and the issue did not reoccur. The customer expressed disinterest in a loaner pump and was advised to reach out if problems arose again. No further actions were necessary at that time.